Event description:
The tip of the driver is flaring and causing it not to go all the way through the screw. Dr. Broke a screw inside the patient because of that. Customer thought the issue was from the screwdriver. They didn't keep the screw, neither the box, therefore lot unknown. The screw broke in the tibial tunnel as it was put in. Screw removed with another screwdriver.

Manufacturer narrative:
(B)(4)